Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip. A test reservoir p-cap was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the insulin pump had broken at the reservoir compartment. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
.